Manufacturer narrative:
E1: patient city: (B)(6) patient country: gabin name: (B)(6) country: united states of america street: (B)(6). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient experienced hyperglycemia and admitted in hospital event on (B)(6) 2026 and high blood glucose and treated with intravenous drip administered in the hospital for medical treatment and symptoms include vomiting.